Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument had jaw breakage. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the incident occurred on the distal end of the instrument (portion that enters the patient). There were no pieces from the distal end of the instrument that detached/broke off. There was no need to remove the instrument with the cannula together. The port incision was not increased in order to remove the instrument and cannula. Additional ports were not placed. Upon final removal of the instrument the wrist was straightened. The surgical staff did not feel resistance upon removal of the instrument through the cannula. There were no scans/tests performed to locate a potential fragment after the instrument broke. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.